Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 54 mg/dl. The patient was treated with high blood pressure medications and insulin. But also drank orange juice and ate toast. The patient was released the same day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.